Event description:
It was reported that a pt underwent a foot surgical procedure on an unk date. The pt was hospitalized in 2009 due to infection from suture. The pt is still in the hospital. The infectious disease doctor wants to keep the pt in the hospital a few more days and opines that the infection was caused by the sutures.

Manufacturer narrative:
Infection. The product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.